Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, there was a staple line bleed on the stomach pouch from the first fire of the device. Excessive bleeding was discovered while taking post-op vitals and required re-operation to address. Bleeding was more than 500cc of blood loss as a result of the staple line failure, requiring a blood transfusion. In order to resolve the issue, the patient was re-operated on the same day and the staple line was clipped by new product. The patient was hospitalized for two nights and has since been discharged from the hospital and is in good condition.